Manufacturer narrative:
The unit had a cracked and bleeding glass on the lcd board, a minor scratched lcd window, and a corroded battery tube. (B)(4).

Event description:
The customer called in to report a crack on the display that made it difficult to read. The customer stated they leaned up against something and it cracked. The customer's blood glucose level was 82 mg/dl. The customer stated the device was functioning as designed. The product was replaced and returned for analysis.